Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited oversensing of far-field signals resulting in inappropriate mode switch. Programming changes to increase atrial sensitivity were suggested; no change or intervention was reported. There were no patient consequences.